Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient began to experience pain and a revision procedure was performed on (B)(6) 2012. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00461 / 00462).

Manufacturer narrative:
Evaluation of the returned component found that it met specifications.